Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included colitis on (B)(6) 2016, right lower quadrant pain on (B)(6) 2007, tendency to bruise easily on (B)(6) 2007, bloating on (B)(6) 2007, tubal ligation on (B)(6) 2007, miscarriage on (B)(6) 2007, weight loss, ovarian cyst, lower abdominal pain, left oophorectomy, hypothyroidism, nausea, photophobia and phonophobia. Previously administered products included for an unreported indication: tramadol. Concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin (e.c.)), calcium citrate, cholecalciferol (vit d3), cyanocobalamin, folic acid, lorcaserin, minerals nos;vitamins nos (multivitamins;minerals), omeprazole, paracetamol (acetaminophen), retinol and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches(migraines)"), headache ("migraines / headaches(headaches)"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss specify which one."), 7 months 1 day after insertion of essure (ess205). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), alopecia ("hai r loss"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia/ painful intercourse"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), levothyroxine, topiramate and surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, headache, allergy to metals, fatigue, weight fluctuation, alopecia and dysmenorrhoea outcome was unknown and the migraine and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: (B)(6) 2013: left oophorectomy. Discrepancy noted on date(s) of insertion: (B)(6) 2005 previously reported (B)(6) 2007. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, allergy, weight fluctuations and migraines. Plaintiff previously reported essure removal date now it is reported have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound pelvis - on (B)(6) 2010: unilateral occlusion (left tube occluded).other (please describe): possible ectopic placement of the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abnormal bleeding (vaginal), migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: on (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2005). On (B)(6)2018, she explanted essure (previously reported as (B)(6) 2018). Outcome of event dyspareunia and migraine updated as recovered. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included colitis on (B)(6) 2016, right lower quadrant pain on (B)(6) 2007, tendency to bruise easily on (B)(6) 2007, bloating on (B)(6) 2007, tubal ligation on (B)(6) 2007, miscarriage on (B)(6) 2007, weight loss, ovarian cyst, lower abdominal pain, left oophorectomy, hypothyroidism, nausea, photophobia and phonophobia. Previously administered products included for an unreported indication: tramadol. Concomitant products included acetylsalicylic acid (aspirin (e.c.)), calcium citrate, cholecalciferol (vit d3), cyanocobalamin, folic acid, lorcaserin, minerals nos;vitamins nos (multivitamins; minerals), omeprazole, paracetamol (acetaminophen), retinol and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches(migraines)"), headache ("migraines / headaches(headaches)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one."), alopecia ("hai r loss"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), levothyroxine, topiramate and surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, fatigue, weight fluctuation, alopecia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: (B)(6) 2013: left oophorectomy. Discrepancy noted on date(s) of insertion: (B)(6) 2005 previously reported (B)(6) 2007. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abnormal bleeding (vaginal), migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : events added- dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), hair loss, device monitoring procedure not performed. Reporter added, essure removal date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included colitis on (B)(6) 2016, right lower quadrant pain on (B)(6) 2007, tendency to bruise easily on (B)(6) 2007, bloating on (B)(6) 2007, tubal ligation on (B)(6) 2007, miscarriage on (B)(6) 2007, weight loss, ovarian cyst, lower abdominal pain, left oophorectomy, hypothyroidism, nausea, photophobia and phonophobia. Previously administered products included for an unreported indication: tramadol. Concomitant products included acetylsalicylic acid (aspirin (e.c.)), calcium citrate, cholecalciferol (vit d3), cyanocobalamin, folic acid, lorcaserin, minerals nos;vitamins nos (multivitamins;minerals), omeprazole, paracetamol (acetaminophen), retinol and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches(migraines)"), headache ("migraines / headaches(headaches)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one."), alopecia ("hai r loss"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), levothyroxine, topiramate and surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, fatigue, weight fluctuation, alopecia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: (B)(6) 2013: left oophorectomy. Discrepancy noted on date(s) of insertion: (B)(6) 2005 previously reported (B)(6) 2007. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abnormal bleeding (vaginal), migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: all source document and reference section from deletion case (B)(4) were transfer to this case. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.